Manufacturer narrative:
The patient is stable after the event.

Event description:
Berlin heart was informed by the site on (B)(6) 2021 that a patient being supported with the excor pediatric vad system in the lvad configuration had developed hemolysis. On 2021, the patient had a pump exchange. At that time, the ldh was 262 and the plasma free hemoglobin was 12.1. On (B)(6) 2021, the ldh had increased to 777 and the plasma free hemoglobin had increased to 12.2. On (B)(6) 2021, the patient's ldh had increased to 991. The plasma free hemoglobin had decreased to 10.8. The site reported that the blood pump was making a squeaky noise but had complete fill and ejection. The site decided to change the pump on (B)(6) 2021.